Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer indicated via phone call of air bubbles inside of the reservoir and the infusion set. The customer's blood glucose was 100 mg/dl at the time of incident. Troubleshooting was declined by customer but will call back. No further details given.